Event description:
Death (unknown cause) [unknown cause of death]. Case description: this case was reported by a consumer via call center representative and described the occurrence of death (unknown cause) in a (B)(6) male patient who received triple sale dental adhesive cream (corega ultra cream without flavor) cream for oral prothesis fixation. On an unknown date, the patient started corega ultra cream without flavor. The patient experienced death (unknown cause) (serious criteria death, gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the death (unknown cause) was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the death (unknown cause) to be related to corega ultra cream without flavor. Case reported by distributor (initially on (B)(6) 2014). Patient used corega adhesive cream due to prothesis fixation. Relative reported that patient died due to (unknown cause). She does not give more information and there's no authorization to contact physician. Case was considered closed. Case originally reported as a post-marketing surveillance case. Follow up information was received on 10/13/2014. This case is a spontaneous case reported through a distributor who has also a call center.